Event description:
The event occurred in 2019, however, the exact date of the event is unknown. The event involved a leak from a plum tubing set during infusion of taxol chemotherapy. The leak occurred within 20-30 minutes after the start of the infusion. It was noted that the micron inline filter became wet and started leaking. The tubing was replaced and the medication was salvaged and transferred to another infusion set to finish administration. The chemotherapy did not come into contact with the patient or healthcare provider. It was further reported that there was a delay in treatment and extended chair time as the medication had to be taken back to pharmacy and transferred to another infusion set.

Manufacturer narrative:
The new device were returned for investigation. The new sets were leak tested per the product specifications and a leak was confirmed at the outlet filter vent at low pressure of one of the four returned sets. The probable cause of the observed leak is a hole in the filter vent material. The exact cause of a leak has not been determined at this time. Lot review was performed and there were no issues found.